Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 242 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error after possible exposure to moisture. Button error troubleshooting was performed and confirmed that time is not advancing due battery has been removed. Customer's parent also reported that customer experienced high blood glucose of 411 mg/dl and treated with manual injection. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. The keypad connector was fully locked. The device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip, stained end cap sticker, stained address label and stained serial number label.